Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2018, the patient presented at the hospital with symptoms of aortic insufficiency and leaflet tear was confirmed. On (B)(6) 2018, a valve in valve procedure was performed with an edwards tavi valve. On (B)(6) 2018, the patient was discharged.

Manufacturer narrative:
An event of aortic insufficiency and a leaflet tear were reported the results of the investigation are inconclusive since the device was not returned for analysis and remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.